Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they have several co-morbidities and are bed ridden. The patient has lost a significant amount of weight which may have contributed to the report of neurostimulator irritation. Additionally, the patient is non-compliant as they have missed their last two follow-up appointments. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, or mental capacity as the patient is a poor surgical risk with several co-morbidities (user error-clinician). Patient non-compliance as the patient has missed their last two follow-up appointments (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator is irritating and not helping their foot pain. Additionally, the patient reported they can feel the device in their foot. Antibiotics were prescribed and the patient would like an explant procedure although a date has not yet been scheduled. As of (B)(6) 2025, multiple attempts have been made to meet and follow-up with the patient. However, the patient is bedridden and unable to travel. No additional information is available at this time.